Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A xtw mitraclip was placed central on a2-p2. Immediately after deployment, the clip slowly opened from less than 5 degrees to around 40 degrees. Due to this, a second clip was implanted to stabilize the first clip and to reduce residual mr. The clip was placed medial to first clip successfully, reducing the mr to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.